Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support helped caller reset pump and confirmed malfunction did not recur, advised that pump use could continue.